Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the device would not stay in standby mode. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The alleged malfunction impacted the user¿s ability to use the device properly. The device was removed from service. The customer called technical support to report that the device would not stay in standby mode when commanded. The remote service engineer (rse) performed troubleshooting with the customer, and the issue was replicated -- the rse had the customer navigate to the pneumatics screen in diagnostic mode and check the average air flow reading, which was -5 standard liters per minute (slpm) when flow and pressure were set to zero. The rse then informed the customer that the tolerance for that reading, when set to zero, is -1.0 to 1.0. The rse also recommended that the customer should replace the flow sensor assembly, provided the customer with the part number of the replacement flow sensor assembly for repair, and advised the customer to also make sure that the pins from the autozero solenoids are securely connected to the da pcba when it is swapped over. Based on the information provided and/or service performed, it was confirmed that the device did not meet product specifications. This investigation is ongoing.